Manufacturer narrative:
Analysis was normal. The device was above the elective replacement indicator (eri). No anomalies were found. Additional information; d10.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-15984; 2017865-2020-15990. It was reported that the patient presented in clinic with an infected left pectoral region. The leads were infected and device erosion of the skin was visible. The entire system was explanted and the pocked was treated with antibiotics and closed pending healing and replacement at a later date. The patient was stable.